Manufacturer narrative:
Insulin pump was received with missing segments/partial display after battery was installed due to broken zebra connector on lcd board. There was no blinking display anomaly noted.

Event description:
Customer reported that the insulin pump had display anomaly. Customer stated that when act button was pressed, lines on the display appeared and that the display blinked on and off. Customer was advised to revert to back-up plan. The insulin pump was returned for analysis.